Event description:
It was reported that post-operatively the right ventricular (rv) lead exhibited under-sensing on some episodes. Lead dislodgement was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.